Manufacturer narrative:
Correction to previous report, there was no documented dissection or presence of air bubbles. Preliminary adjudication notice received that the patient had a stroke. (B)(4). Receipt of the adjudication minutes indicate the patient was hypotensive overnight with concurrent lethargy and worsening weakness of her right arm. She also experienced chest pain. Neurology consultation was performed and during this consultation, the patient complained of right-sided weakness, chest pain, and overall fatigue. Per report, the nih stroke scale score was 10 due to decreased loc (not alert, but arousable), minor facial paralysis, right arm drift, some effort against gravity in the right leg, no effort against gravity in the right leg, mild to moderate dysarthria, and extinction and inattention to bilateral simultaneous stimulation in one of sensory modality. On the same day, the ck was 987 (nl 140, ratio 7.05), ckmb was not tested, the troponin was 0.17 and further 0.33 on the same date. Cardiology consultation on later that day for elevation troponins noted "mild troponin elevation" not associated with ischemic ECG changes due to either demand ischemia, hypotension, or acs ("less likely"). There was no chest pain at the time of the consultation. No further information is available at this time. A head CT scan compared to a previous study revealed a new focal hypodensity in the right parietal lobe, which was concerning for more recent ischemia with no evidence of hemorrhage. In detail, it reported a focal hypodensity in the parafalcine, high right parietal lobe posterior to the central sulcus, which appeared to be new from the prior examination. There was mass effect and edema with loss of the normal underlying gray-white and sulci in the area of likely new or evolving ischemic change. There was no evidence for any hemorrhagic transformation. Carotid duplex ultrasound on showed patent study stent. A brain one day after the adverse event revealed region of the restricted diffusion in the medial right parietal lobe and additional punctate foci of restricted diffusion scattered throughout both cerebral hemispheres and the cerebellum, which are likely acute infarcts. The multiple vascular distributions suggested the possibility of embolic etiology. There were also findings consistent with a remote hemorrhagic infarction in the left basal ganglia. Signal abnormalities involving the left frontoparietal region likely represent remote infarct. A tte report for study performed approximately 6 weeks prior reported ef of 65% (no presence of any thrombi was noted). Per the nih worksheet on the day of the adverse event at 14:00, completed by the same nurse, the nih stroke scale score was 8 due to one loc question answered correctly, minor facial paralysis, right arm drift, some effort against gravity in the right leg, left leg drift, and mild to moderate dysarthria. The rankin stroke scale score was 4. On the following day at 09:00, the nih stroke scale score was 3 due to minor facial paralysis, right leg drift, and right leg drift. The site reported event of tia and the patient was discharged on asa and clopidogrel one day after the adverse event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Adjudication minutes were received providing additional lab values as follows regarding the previously reported mi event. There is no change to the previously reported complaint conclusion codes. On (B)(6) 2013 at 04:29 the ck was 987 (nl 140, ratio 7.05) and ckmb was not tested. Per site, "no ckmbs are drawn at this facility." On (B)(6) 2013 (time unspecified) the troponin was 0.32 (nl 0.11). On (B)(6) 2013 (time unspecified) the troponin was 0.25 (nl 0.11). On (B)(6) 2013 (time unspecified) the troponin was 0.23 (nl 0.11). On (B)(6) 2013 (time unspecified) the troponin was 0.20 (nl 0.11). As reported by the sapphire study twenty-four hours post index procedure an (B)(6) female patient with medical history including tia, stroke, carotid endarectomy, hyperlipidemia, CABG, smoking (>5 packs of cigarettes), diabetes mellitus, coronary artery disease, myocardial infarction, coronary percutaneous revascularization, hypertension and previous cea recurrent stenosis, had behavioral changes that were diagnosed as a tia. The patient¿s ck was also 987 (upper limit was 140). This was adjudicated as a non- q-wave mi. The symptoms were on the right and the patient had residuals. Follow up on the following day after the event indicated that the patient was hypertensive overnight with concurrent lethargy and worsening weakness of her right arm. The patient was treated medically with fluid boluses, .9 normal saline. Upon examination her right arm strength was at about her baseline as was her mental status. She was able to elevate and maintain her right arm elevated for 10 seconds. She was able to apply resistance although weakly. She was able to recognize where she was, her daughter and the physician. She was actually able to sing one of her favorite songs with her daughter as well. She was also diffusely weak in her lower extremities but symmetrically. Her CT head showed a right sided infarct in the mca. Her groin was without hematoma. She also has acute blood loss anemia and will be transfused. She had supposedly chest pain with her hypotension overnight with a troponin on 0.17. ECG was stable. The patient was discharged to a rehab facility. Cardiology was consulted which medical management and outpatient follow up was recommended. The physician initially held antihypertensive. The blood loss requiring transfusion was not associated with bleeding at the access site and the cause of the blood loss is t likely hemodilution and the sheath. A 5 fr x 10 cm pinnacle introducer used, 6 fr x 90 cm flexor shuttle-select introducer. The patient was asymptomatic at study inclusion. Nih and rankin stroke scale scores were 1 at baseline. Cas was performed on a 90% occluded lesion in the ostium of the left internal carotid artery of 1mm in length in a 5.0mm vessel diameter with mild vessel tortuosity. The arch iii lesion was severely calcified. A 6mm medium support angioguard embolic protection device was successfully deployed past the lesion and the lesion was pre-dilated before a 6x40mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured 0%. The angioguard was successfully removed and debris was found in the basket. There was no documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Tia, myocardial infarction and hypotension are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Additional information was received that the hypotension was treated medically with fluid boluses; .9 normal saline. Cardiology was consulted which medical management and outpatient follow up was recommended. The physician initially held antihypertensive. The blood loss requiring transfusion was not associated with bleeding at the access site and the cause of the blood loss is unknown. A 5 fr x 10 cm pinnacle introducer used, 6 fr x 90 cm flexor shuttle-select introducer. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the (B)(6), twenty-four hours post index procedure, a (B)(6) female patient with medical history including tia, stroke, carotid endarectomy, hyperlipidemia, CABG, smoking (>5packs of cigarettes), diabetes mellitus, coronary artery disease, myocardial infarction, coronary percutaneous revascularization, hypertension and previous cea recurrent stenosis, had behavioral changes that were diagnosed as a tia. The patient¿s ck was also 987 (upper limit was 140). The symptoms were on the right and the patient had residuals. Follow up on the following day after the event indicated that the patient was hypertensive overnight with concurrent lethargy and worsening weakness of her right arm. The patient was treated medically with fluid boluses, .9 normal saline. Upon examination her right arm strength was at about her baseline as was her mental status. She was able to elevate and maintain her right arm elevated for 10 seconds. She was able to apply resistance although weakly. She was able to recognize where she was, her daughter and the physician. She was actually able to sing one of her favorite songs with her daughter as well. She was also diffusely weak in her lower extremities but symmetrically. Her CT head showed a right sided infarct in the mca. Her groin was without hematoma. She also has acute blood loss anemia and will be transfused. She had supposedly chest pain with her hypotension overnight with a troponin on 0.17. ECG was stable. The patient was discharged to a rehab facility. Cardiology was consulted which medical management and outpatient follow up was recommended. The physician initially held antihypertensive. The blood loss requiring transfusion was not associated with bleeding at the access site and the cause of the blood loss is t likely hemodilution and the sheath. A 5 fr x 10 cm pinnacle introducer used, 6 fr x 90 cm flexor shuttle-select introducer. The patient was asymptomatic at study inclusion. Nih and rankin stroke scale scores were 1 at baseline. Cas was performed on a 90% occluded lesion in the ostium of the left internal carotid artery of 1mm in length in a 5.0mm vessel diameter with mild vessel tortuosity. The arch iii lesion was severely calcified. A 6mm medium support angioguard embolic protection device was successfully deployed past the lesion and the lesion was pre-dilated before a 6x40mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured 0%. The angioguard was successfully removed and debris was found in the basket. There was documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Tia and hypotension are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received that the patient had an mi on the same day as the index procedure. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the (B)(6) study twenty-four hours post index procedure the patient had behavioral changes that were diagnosed as a tia. The patient¿s ck was also 987 (upper limit was 140). The symptoms were on the right and the patient had residuals. Follow up on the following day after the event indicated that the patient was hypotensive overnight with concurrent lethargy and worsening weakness of her right arm. Upon examination her right arm strength was at about her baseline as was her mental status. She was able to elevate and maintain her right arm elevated for 10 seconds. She was able to apply resistance although weakly. She was able to recognize where she was, her daughter and the physician. She was actually able to sing one of her favorite songs with her daughter as well. She was also diffusely weak in her lower extremities but symmetrically. Her CT head showed a right sided infarct in the mca. Her groin was without hematoma. She also has acute blood loss anemia and will be transfused. She had supposedly chest pain with her hypotension overnight with a troponin on 0.17. ECG was stable. The patient was discharged to a rehab facility. The patient was asymptomatic at study inclusion. Nih and rankin stroke scale scores were 1 at baseline. Cas was performed on a 90% occluded lesion in the ostium of the left internal carotid artery of 1mm in length in a 5.0mm vessel diameter with mild vessel tortousity. The arch iii lesion was severely calcified. A 6mm medium support angioguard embolic protection device was successfully deployed past the lesion and the lesion was pre-dilated before a 6x40mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured 0%. The angioguard was successfully removed and debris was found in the basket. There was documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite.